Event description:
It was reported that the customer experienced a malfunction alarm on their pump. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on their blood glucose level. Customer support advised the customer on how to reset the pump, and after doing so, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reoccurred.